Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right atrial (ra) lead noise with increased pace threshold and impedance measurements; fluctuating intrinsic amplitude was also observed. Boston scientific technical services (ts) reviewed available data and confirmed noise on the ra lead noting the right ventricular (rv) lead appeared clean. Ts recommended additional testing and suggested possible lead revision. The physician stated that they wanted to review additional lead measurements and the patient's condition prior to making a determination regarding revision; no further information was provided. No adverse patient effects were reported. This system remains in service.